Manufacturer narrative:
This part is not approved for use in us but a similar device with catalog # 4201422 and 510k# k110562 is approved for sale in us. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with l4 burst fracture underwent posterior lumbar fusion and vertebral column resection.on an unknown date, post-op, the placed peek cage subsided in the vertebral body. Revision surgery was performed to extend fixation levels.